Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included benign tumor excision, dysplasia, ovarian mass, numbness, tingling, panic attacks, urinary tract infection, nocturia, depression, anxiety, kidney stone, obesity and tobacco user. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), menstrual disorder ("menstruation issues"), ovarian cyst ("ovarian cyst"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, migraine, tooth disorder, weight increased, menstrual disorder, ovarian cyst, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, headache, menstrual disorder, migraine, ovarian cyst, pelvic pain, tooth disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 180 lbs. The essure device was then placed into the operative channel proceeding into the right tubal ostia, deploying the device and then removing it. 0-1 springs were noted and visualized. The essure tubal device was again placed into the left tubal ostia under direct visualization, deployed and 0 springs were seen emerging from the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 158.4 kgs. Abdominal x-ray - on (B)(6) 2016: ap view of the abdomen compared to (B)(6) 2016. Previously demonstrated stone overlying the left renal shadow is poorly seen due to the high stool burden within the colon. Postsurgical changes of the pelvis noted. There is a nonspecific, non-obstructive bowel gas pattern. Cholecystectomy clips noted.; on (B)(6) 2016: no definite renal calculus. Multiple surgical clips are seen within the pelvis. Cholecystectomy clips are noted. The bowel gas pattern is unremarkable. Computerised tomogram abdomen - on (B)(6) 2015: complex predominantly cystic mass with internal septations likely arising from the right ovary and measuring 14.1 x 21 x 24.1 cm. Differential considerations include cystadenoma versus cystadenocarcinoma. Trace free fluid in the deep pelvis. No evidence of significant abdominal or pelvic lymphadenopathy or omental caking. Nonobstructing left renal calculus. Bilateral essure implants in place; on (B)(6) 2015: interval hysterectomy and resection of large solid and cystic pelvic mass. There is a small amount of free pelvic fluid, within postsurgical range of normal and without evidence of high volume hemoperitoneum. Pelvic lymphadenectomy changes with low attenuation cystic appearing collections along the pelvic side walls, likely representing lymphoceles or post operative fluid collections. Small amount of loculated flu 10 along the lower abdominal incision measuring 2.1 x 3 cm. Constipation. Fatty liver. Nonobstructing left renal calculus; on (B)(6) 2016: no acute abdominal or pelvic abnormality, nonob:structing intrarenal calcuhis on the left, steatosis of the liver. Incidental note made of a normal appendix. The appendix is not surgically absent.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain ,back pain , depression , migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs received.events:migraines / headaches, dental problems, vaginal discharge, weight gain were added.lab data , medical history were added. Fu 2 and 3 process together. On 24-dec-2018: summons received. Events: menstruation issues, ovarian cyst, weight gain, pelvic pain, depression and mental anguish were added.fu 2 and 3 process together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area pain , mild to severe'), genital haemorrhage ('heavy abnormal bleeding') and ovarian cyst ('ovarian cyst') in a 26-year-old female patient who had essure (batch no. 626214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone any essure confirmation test.". The patient's medical history included vaginal delivery (vaginal delivery x3.) On (B)(6) 2007, cholecystectomy, d & c, spontaneous abortion (spontaneous abortion xl), tooth pain, dental abscess, swelling face, kidney stone, bone swelling, dental caries, chronic cervicitis, irregular menstrual cycle, cervical dysplasia and panic attack. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2007 to (B)(6) 2008. Concurrent conditions included benign tumor excision, dysplasia, ovarian mass, numbness, tingling, panic attacks, urinary tract infection, nocturia, depression, anxiety, kidney stone, obesity and tobacco user. Concomitant products included midazolam since (B)(6) 2015 for anxiety, alprazolam (xanax) since (B)(6) 2016 for depression and panic attack, oxybutynin since (B)(6) 2016 for nocturia as well as hydrocodone since (B)(6) 2015, ibuprofen since (B)(6) 2008 and topiramate (topamax) since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/psychological or psychiatric problems condition: anxiety, mental anguish"), 12 days after insertion of essure. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and fatigue ("fatigue") and was found to have weight increased ("weight gain/weight gain/loss: gain"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headache"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("severe cramping /lower abdominal stomach"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), tooth disorder ("dental problems"), menstrual disorder ("menstruation issues") and abdominal pain upper ("stomach area pain mild to severe"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy.total hysterectomy(uterus and cer and oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain upper had resolved and the ovarian cyst, abdominal pain lower, abdominal pain, vulvovaginal pain, migraine, tooth disorder, vaginal discharge, weight increased, menstrual disorder, depression, anxiety, urinary tract infection, female sexual dysfunction, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: normal intrauterine anatomy, 0 springs visualized on the right, 0 springs on the left. Ins and outs - 13,000 in, approximately 12,000 out current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 158.4 kgs. Abdominal x-ray - on (B)(6) 2016: ap view of the abdomen compared to (B)(6) 2016. Previously demonstrated stone overlying the left renal shadow is poorly seen due to the high stool burden within the colon. Postsurgical changes of the pelvis noted. There is a nonspecific, non-obstructive bowel gas pattern. Cholecystectomy clips noted.; on (B)(6) 2016: no definite renal calculus. Multiple surgical clips are seen within the pelvis. Cholecystectomy clips are noted. The bowel gas pattern is unremarkable. Computerised tomogram abdomen - on (B)(6) 2015: 1. Complex predominantly cystic mass with internal septations likely arising from the right ovary and measuring 14.1 x 21 x 24.1 cm. Differential considerations include cystadenoma versus cystadenocarcinoma. 2. Trace free fluid in the deep pelvis 3. No evidence of significant abdominal or pelvic lymphadenopathy or omental caking 4. Nonobstructing left renal calculus. 5. Bilateral essure implants in place; on (B)(6) 2015: interval hysterectomy and resection of large solid and cystic pelvic mass. There is a small amount of free pelvic fluid, within postsurgical range of normal and without evidence of high volume hemoperitoneum. 2. Pelvic lymphadenectomy changes with low attenuation cystic appearing collections along the pelvic side walls, likely representing lymphoceles or post operative fluid collections. 3. Small amount of loculated flu 10 along the lower abdominal incision measuring 2.1 x 3 cm. 4. Constipation. 5. Fatty liver. 6. Nonobstructing left renal calculus; on (B)(6) 2016: no acute abdominal or pelvic abnormality, nonob:structing intrarenal calcuhis on the left, steatosis of the liver. Incidental note made of a normal appendix. The appendix is not surgically absent.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain ,back pain , depression and migraines, vaginal discharge, uti. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Infection (bladder/ urinary tract/vaginal) type: urinary tract, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, anxiety: and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, plaintiff did not undergone essure confirmation test were added. Patient's medical history and concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone any essure confirmation test.". The patient's concurrent conditions included benign tumor excision, dysplasia, ovarian mass, numbness, tingling, panic attacks, urinary tract infection, nocturia, depression, anxiety, kidney stone, obesity and tobacco user. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), menstrual disorder ("menstruation issues"), ovarian cyst ("ovarian cyst"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy. Total hysterectomy(uterus and cer). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, migraine, headache, tooth disorder, weight increased, menstrual disorder, ovarian cyst, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, headache, menstrual disorder, migraine, ovarian cyst, pelvic pain, tooth disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 158.4 kgs. Abdominal x-ray: on (B)(6) 2016: ap view of the abdomen compared to (B)(6) 2016. Previously demonstrated stone overlying the left renal shadow is poorly seen due to the high stool burden within the colon. Postsurgical changes of the pelvis noted. There is a nonspecific, non-obstructive bowel gas pattern. Cholecystectomy clips noted.; on (B)(6) 2016: no definite renal calculus. Multiple surgical clips are seen within the pelvis. Cholecystectomy clips are noted. The bowel gas pattern is unremarkable. Computerised tomogram abdomen: on (B)(6) 2015: complex predominantly cystic mass with internal septations likely arising from the right ovary and measuring 14.1 x 21 x 24.1 cm. Differential considerations include cystadenoma versus cystadenocarcinoma. Trace free fluid in the deep pelvis. No evidence of significant abdominal or pelvic lymphadenopathy or omental caking nonobstructing left renal calculus. Bilateral essure implants in place; on (B)(6) 2015: interval hysterectomy and resection of large solid and cystic pelvic mass. There is a small amount of free pelvic fluid, within postsurgical range of normal and without evidence of high volume hemoperitoneum. Pelvic lymphadenectomy changes with low attenuation cystic appearing collections along the pelvic side walls, likely representing lymphoceles or post operative fluid collections. Small amount of loculated flu 10 along the lower abdominal incision measuring 2.1 x 3 cm. Constipation. Fatty liver. Non obstructing left renal calculus; on (B)(6) 2016: no acute abdominal or pelvic abnormality, non obstructing intrarenal calcuhis on the left, steatosis of the liver. Incidental note made of a normal appendix. The appendix is not surgically absent.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain ,back pain , depression and migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2019: pfs received: event-device monitoring procedure not performed was added. On 6-mar-2019: pfs received. No new clinical information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 626214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone any essure confirmation test.". The patient's concurrent conditions included benign tumor excision, dysplasia, ovarian mass, numbness, tingling, panic attacks, urinary tract infection, nocturia, depression, anxiety, kidney stone, obesity and tobacco user. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping /lower abdominal stomach"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), menstrual disorder ("menstruation issues"), ovarian cyst ("ovarian cyst"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy.total hysterectomy(uterus and cer). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, migraine, headache, tooth disorder, weight increased, menstrual disorder, ovarian cyst, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, headache, menstrual disorder, migraine, ovarian cyst, pelvic pain, tooth disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 158.4 kgs. Abdominal x-ray - on (B)(6) 2016: ap view of the abdomen compared to (B)(6) 2016. Previously demonstrated stone overlying the left renal shadow is poorly seen due to the high stool burden within the colon. Postsurgical changes of the pelvis noted. There is a nonspecific, non-obstructive bowel gas pattern. Cholecystectomy clips noted.; on (B)(6) 2016: no definite renal calculus. Multiple surgical clips are seen within the pelvis. Cholecystectomy clips are noted. The bowel gas pattern is unremarkable. Computerised tomogram abdomen - on (B)(6) 2015: 1. Complex predominantly cystic mass with internal septations likely arising from the right ovary and measuring 14.1 x 21 x 24.1 cm. Differential considerations include cystadenoma versus cystadenocarcinoma. 2. Trace free fluid in the deep pelvis 3. No evidence of significant abdominal or pelvic lymphadenopathy or omental caking 4. Nonobstructing left renal calculus. 5. Bilateral essure implants in place; on (B)(6) 2015: interval hysterectomy and resection of large solid and cystic pelvic mass. There is a small amount of free pelvic fluid, within postsurgical range of normal and without evidence of high volume hemoperitoneum. 2. Pelvic lymphadenectomy changes with low attenuation cystic appearing collections along the pelvic side walls, likely representing lymphoceles or post operative fluid collections. 3. Small amount of loculated flu 10 along the lower abdominal incision measuring 2.1 x 3 cm. 4. Constipation. 5. Fatty liver. 6. Nonobstructing left renal calculus; on (B)(6) 2016: no acute abdominal or pelvic abnormality, nonob:structing intrarenal calcuhis on the left, steatosis of the liver. Incidental note made of a normal appendix. The appendix is not surgically absent.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain ,back pain , depression and migraines quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 626214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone any essure confirmation test.". The patient's concurrent conditions included benign tumor excision, dysplasia, ovarian mass, numbness, tingling, panic attacks, urinary tract infection, nocturia, depression, anxiety, kidney stone, obesity and tobacco user. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping /lower abdominal stomach"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), menstrual disorder ("menstruation issues"), ovarian cyst ("ovarian cyst"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy.total hysterectomy(uterus and cer). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, migraine, headache, tooth disorder, weight increased, menstrual disorder, ovarian cyst, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, headache, menstrual disorder, migraine, ovarian cyst, pelvic pain, tooth disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 158.4 kgs. Abdominal x-ray - on (B)(6) 2016: ap view of the abdomen compared to (B)(6) 2016. Previously demonstrated stone overlying the left renal shadow is poorly seen due to the high stool burden within the colon. Postsurgical changes of the pelvis noted. There is a nonspecific, non-obstructive bowel gas pattern. Cholecystectomy clips noted.; on (B)(6) 2016: no definite renal calculus. Multiple surgical clips are seen within the pelvis. Cholecystectomy clips are noted. The bowel gas pattern is unremarkable. Computerised tomogram abdomen - on (B)(6) 2015: 1. Complex predominantly cystic mass with internal septations likely arising from the right ovary and measuring 14.1 x 21 x 24.1 cm. Differential considerations include cystadenoma versus cystadenocarcinoma. 2. Trace free fluid in the deep pelvis 3. No evidence of significant abdominal or pelvic lymphadenopathy or omental caking 4. Nonobstructing left renal calculus. 5. Bilateral essure implants in place; on (B)(6) 2015: interval hysterectomy and resection of large solid and cystic pelvic mass. There is a small amount of free pelvic fluid, within postsurgical range of normal and without evidence of high volume hemoperitoneum. 2. Pelvic lymphadenectomy changes with low attenuation cystic appearing collections along the pelvic side walls, likely representing lymphoceles or post operative fluid collections. 3. Small amount of loculated flu 10 along the lower abdominal incision measuring 2.1 x 3 cm. 4. Constipation. 5. Fatty liver. 6. Nonobstructing left renal calculus; on (B)(6) 2016: no acute abdominal or pelvic abnormality, nonob:structuring intrarenal calcuhis on the left, steatosis of the liver. Incidental note made of a normal appendix. The appendix is not surgically absent.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain ,back pain , depression and migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: plaintiff fact sheet received: lot number added, events severity added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: quality safety evaluation of product technical complaint. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area pain , mild to severe') and ovarian cyst ('ovarian cyst') in a (B)(6) female patient who had essure (batch no. 626214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone any essure confirmation test.". The patient's medical history included gravida (vaginal delivery x3.) On (B)(6) 2007, cholecystectomy, d & c, spontaneous abortion (spontaneous abortion xl), tooth pain, dental abscess, swelling face, kidney stone, bone swelling, dental caries, chronic cervicitis, irregular menstrual cycle, cervical dysplasia and panic attack. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2007 to (B)(6) 2008. Concurrent conditions included benign tumor excision, dysplasia, ovarian mass, numbness, tingling, panic attacks, urinary tract infection, nocturia, depression, anxiety, kidney stone, obesity and tobacco user. Concomitant products included midazolam since (B)(6) 2015 for anxiety, alprazolam (xanax) since (B)(6) 2016 for depression and panic attack, oxybutynin since (B)(6) 2016 for nocturia as well as hydrocodone since (B)(6) 2015, ibuprofen since (B)(6) 2008 and topiramate (topamax) since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/psychological or psychiatric problems condition: anxiety, mental anguish"), 12 days after insertion of essure. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and fatigue ("fatigue") and was found to have weight increased ("weight gain/weight gain/loss: gain"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headache"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("severe cramping /lower abdominal stomach"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), tooth disorder ("dental problems"), menstrual disorder ("menstruation issues") and abdominal pain upper ("stomach area pain mild to severe"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy.total hysterectomy(uterus and cer and oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia and abdominal pain upper had resolved and the ovarian cyst, migraine, tooth disorder, vaginal discharge, weight increased, menstrual disorder, depression, anxiety, urinary tract infection, female sexual dysfunction, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: normal intrauterine anatomy, 0 springs visualized on the right, 0 springs on the left. Ins and outs - 13,000 in, approximately 12,000 out current weight (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) . Abdominal x-ray - on (B)(6) 2016: ap view of the abdomen compared to (B)(6) 2016. Previously demonstrated stone overlying the left renal shadow is poorly seen due to the high stool burden within the colon. Postsurgical changes of the pelvis noted. There is a nonspecific, non-obstructive bowel gas pattern. Cholecystectomy clips noted.; on (B)(6) 2016: no definite renal calculus. Multiple surgical clips are seen within the pelvis. Cholecystectomy clips are noted. The bowel gas pattern is unremarkable. Computerised tomogram abdomen - on (B)(6) 2015: 1. Complex predominantly cystic mass with internal septations likely arising from the right ovary and measuring 14.1 x 21 x 24.1 cm. Differential considerations include cystadenoma versus cystadenocarcinoma. 2. Trace free fluid in the deep pelvis 3. No evidence of significant abdominal or pelvic lymphadenopathy or omental caking 4. Nonobstructing left renal calculus. 5. Bilateral essure implants in place; on (B)(6) 2015: interval hysterectomy and resection of large solid and cystic pelvic mass. There is a small amount of free pelvic fluid, within postsurgical range of normal and without evidence of high volume hemoperitoneum. 2. Pelvic lymphadenectomy changes with low attenuation cystic appearing collections along the pelvic side walls, likely representing lymphoceles or post operative fluid collections. 3. Small amount of loculated flu 10 along the lower abdominal incision measuring 2.1 x 3 cm. 4. Constipation. 5. Fatty liver. 6. Nonobstructing left renal calculus; on (B)(6) 2016: no acute abdominal or pelvic abnormality, nonob:structing intrarenal calcuhis on the left, steatosis of the liver. Incidental note made of a normal appendix. The appendix is not surgically absent.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain ,back pain , depression and migraines, vaginal discharge, uti, most recent follow-up information incorporated above includes: on (B)(6) 2020: ppf received outcome of event " pain" was update as recovered. Reporter information was added.seriousness criteria (medically significant) of event genital hemorrhage was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.